Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use pacific plus pta balloons during procedure to treat the superficial femoral artery (sfa). The device was prepped per IFU with no issues identified. There was no damage to device packaging. There was no issue noted when removing device from hoop/tray. The device was not passed through a previously-deployed stent. No resistance encountered when advancing the device. Excessive force was not used. During balloon inflation, balloon burst occurred. It was reported that upon inflation, the balloon burst within the vessel . It is unknown where the burst occurred, only that the pressure could not be maintained after first inflation. The same issue occurred with a second balloon. None of the balloons fragmented. No parts of these devices were left inside patient. Both devices were safely removed . No vessel damage was noted. The procedure was completed with a new balloon of the same size. There was no patient injury reported.